Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about "hi" blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 165-250mg/dl fasting. Verified the strips expire 09/18/2016. Customer confirms the strips are stored properly an were first opened (B)(6) 2015. Customer performed back to back blood test, 216mg/dl and 171mg/dl fasting. Reviewed meter memory: 1:183mg/dl (B)(6) 2015 10:37:00 pm fasting:yes. 2:184mg/dl (B)(6) 2015 06:22:00 pm fasting:yes. 3:401mg/dl (B)(6) 2015 01:31:00 pm fasting:yes. 4:hi (B)(6) 2015 10:59:00 am fasting:yes. 5:hi (B)(6) 2015 09:52:00 am fasting:yes. No adverse event reported.

Event description:
Consumer complaint of about "hi" blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 165-250 mg/dl fasting. Verified the strips expire 09/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 216mg/dl and 171mg/dl fasting. Reviewed meter memory: 183mg/dl, (B)(6) 2015, 10:37:00 pm, fasting: yes; 184mg/dl, (B)(6) 2015, 06:22:00 pm, fasting: yes; 401mg/dl, (B)(6) 2015, 01:31:00 pm, fasting: yes; hi, (B)(6) 2015, 10:59:00 am, fasting: yes; hi, (B)(6) 2015, 09:52:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product under evaluation.